Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported having tooth sensitivity in their upper teeth. They also reported their lower aligner broke in half, they can still wear it but has sharp edges. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.